Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during internal fixation of ulnar fracture procedure on (B)(6)2024. Ar-1922p was used to prepare bone socket. The anchor broke during insertion and 3 pieces broke inside the patient. All the fragments were successfully retrieved and procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1927bcf-45 biocomposite-corkscrew was received for investigation. Visual evaluation of the returned device noted that the anchor was damaged and had broken near the tip. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during insertion, prying/leveraging the device during use and/or misaligned insertion. The dfu for this device outlines the following in the warnings section: 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The bone quality of the patient was not provided. Refer to investigation photos.